Event description:
Discordant, falsely elevated troponin results were obtained on nine patient samples on an advia centaur cp instrument. The samples were run in duplicate and resulted falsely high for either one or both replicates the discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash 1 solution, wash 1 pump, wash 1 rotary pump base tubing, and sample syringe and valve manifold assemblies. The cse also cleaned the luminometer and primed the system. Quality controls were run resulting within range. The cse returned to the customer site and replaced the aspirate probe wash and tubing. The cse ran 25 replicates of multidiluent 11 and obtained fliers. The cse then replaced the 6 channel peristaltic pump and waste tubing. The cse ran 20 replicates of multidiluent 11 and no fliers were obtained. The cse returned to the customer site a second time and replaced the blue water peristaltic pump. Quality controls were run resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.